Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up and displayed a black screen. The cause for the failure was isolated to a shorted u608 on the computer/analog pca. The root cause for the defective u608 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.